Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up in clinic. Noise was noted on the right atrial lead which was causing intermittent mode switching. It was also noted that there was a slight decrease in pacing impedance but was within range. Noise was reproduced during in clinic testing during isometric exercises. No intervention was performed and the device remains implanted. No patient symptoms were reported and the patient was stable.